Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance/remove over the guide wire could not be tested due to the condition of the returned device. The electronic lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficult to advance/remove could not be determined; however, difficult to advance/remove (guide wire resistance) may be attributed to several factors including, but are not limited to, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the catheter or accumulation of blood or contrast. In this case, it is possible that the observed bunched/corkscrew inner member and kinked support skive in addition to a buildup of procedural contaminants may have contributed to the reported difficulty to advance/remove over the guide wire; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending coronary artery that was mildly calcified and non tortuous. Reportedly, the xience sierra des 2.50x28 rx stent delivery system was advanced over a non-abbott pressure wire and it froze on the wire. It was removed with resistance as a unit without issue. The lesion was re-wired with a different wire and a new xience was successfully deployed. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.